Event description:
International affiliate reported that the attending surgeon placed the needle-suture combination into submucosa of a patient's anus. Attending lost visual contact with the device and was not able to continue passing the needle in normal fashion. The attending therefore opted to attempt to back the needle out of the tissue by grasping the suture close to the needle swage with surgical instruments and retracting on the device. The needle could not be retrieved. The doctor expects that the needle will be passed in the stools after several months.